Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient was breaking out in weeping blisters under the back therapy electrodes. There was no alleged device malfunction. The patient did not require any medical intervention. The patient's infection did not improve. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.